Event description:
On admission speed was 8800, flow is +++, pi is 1.6 and power 11.7.after admission complete pump failure. Brought to or and explanted.inflow cannula to lv remains. Dr. (B)(6) has specified that thrombus is nota device malfunction.